Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. The smartpass feature had programmed itself off due to the low intrinsic amplitudes. The patient had a shock previously due to oversensing of noise. The device was reprogrammed and now there is another inappropriate shock. Also, the high energy shock impedances were high but within normal limits at around 130 ohms. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.